Manufacturer narrative:
H4: the lot was manufactured from december 16, 2020 - december 17, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) under infused during a patient infusion. The device had been placed on the patient at 13:30 on the infusion start date and was expected to have a duration of 48 hours. On the scheduled end date, the nurse could not remove the device because it was not fully emptied. The device was left on the patient until it was fully empty on the morning (2) days later. There was no patient injury or medical intervention associated with this event. No additional information is available.